Event description:
It was reported that failure to capture, high pacing impedance, and high defibrillation impedance was noted on the patient's right ventricular (rv) lead. The physician suspected a lead fracture. The physician elected to explant and replace the rv lead. The patient is recovering after the procedure.